Event description:
The customer reported the sys would intermittently display a stator error and lock up. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The high voltage cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.